Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having charging issue. The patient will undergo an ipg replacement procedure.